Event description:
A report received from the USA stated an 840 ventilator experienced an erratic upper display. There was no pt involvement reported. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the graphical user interface (gui) central processing unit (cpu). The device passed the extended self-test (est) and the performance verification testing (pvt) according to MFR specs. Covidien ref: (B)(4).